Event description:
It was reported that four rhbmp-2/acs xxs kits used on three different patients. Post-op, all the three patients came back within a period of 8-10 months and minimal bone was formed, but skin was healed. The surgeon reported this event because this was a different reaction than he had ever seen with his use of rhbmp-2/acs in his omf practice.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.